Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The requested customer material was not provided for investigation, therefore no investigation is possible.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result when testing on a coaguchek xs meter with serial number (B)(4). The result from the meter was 1.7 inr. A sample was collected for the laboratory within one to two hours of the meter reading. The result from the laboratory using the dade innovin method was 2.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer was not adversely affected. The meter and test strips were requested for investigation. Relevant retention test strips (lot 119115-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/retention meter master lot/retention meter donor 1 2.1 inr and 2.1 inr, donor 2 2.1 inr and 2.2 inr. The obtained results showed a maximum difference of 0.1 inr between retention samples and the master lot. No error messages occurred. The retention material complies with specification.